Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device was out of the pouch and without the liner. The pad was dry. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found no defects on the surface of the pad. The adhesive used on the boarders is a medical grade acrylic adhesive specifically designed for the mounting of medical devices on the skin for extended periods of time. However, various factors may affect the way any adhesive reacts with the skin. These include the patient's skin condition, preparation of the application site, location of the pad and the pad removal technique. The use of some steroid medication is also known to cause the skin to thin which could cause greater sensitivity to adhesives. Reactions to the boarder material have been known to randomly occur with no discernible cause. The investigation could not determine the root cause of the customer's report. The instructions for use (IFU) states: to avoid skin trauma when removing the return electrode, peel off slowly with one hand while supporting the underlying tissue with the other hand. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during post-op, there was no alarm was given during the ablation cycle. Skin burn was discovered when removing the patient return electrode pad. The patient was diagnosed with first degree burn with 2 cm x 2 cm in size at anterior thigh area, but there was no treatment done to patient. A photo submitted showing redness on the skin of the inner thigh of the patient.